Manufacturer narrative:
On february 21, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor identified the returned device. Brand name: mentor memorygel breast implant lot: 268476 catalog: 3506001bc expiration date: 10/31/2008 UDI: (B)(4). PMA: p030053 manufactured date: 10/1/2003 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 01, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had one (1) crease/fold on the anterior view and a second crease/fold on the posterior view. Additionally, a tear (a) was observed within the crease/fold of the posterior view, measuring approximately 6.5 cm and a tear (b) was also observed within the crease/fold of the anterior view, measuring approximately 3.4 cm. Microscopic examination was performed on the edges of both tears, and parallel striations were found in an area of tear (b), measuring approximately 1.6 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear (b) could be consistent with normal wear. No instrument damage was observed at the edges of the tear (a). The evaluation determined the possible cause of the tear (a) and the remaining area of the tear (b) are consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent a primary breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral baker grade IV capsular contracture and a rupture of her left breast prosthesis, which were confirmed during a physical exam. As a result, the patient underwent removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2023-00685 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).